Event description:
Customer reported low blood glucose of 44 mg/dl. Customer stated that he was low and sat down to eat something and hit the chair arm and the belt clip broke on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.